Manufacturer narrative:
The insulin pump failed the displacement tests and multiple alarms were noted during rewind due to an out of phase motor encoder signal.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer stated that prior to the event, she had walked into a room while an MRI was in progress and later received a motor error alarm. The customer also stated that she has been off the insulin pump since the alarm occurred. Troubleshooting was performed but the insulin pump was unable to complete the tests due to several alarms. Nothing further was reported.